Manufacturer narrative:
Closed- symptoms resolved.

Event description:
A physician reported that a pt with a history of collagen treatments was last treated on 06/03/97 on the nasolabial folds. Within 3-4 days after the treatment, the pt developed a localized infection at the nasolabial fold that looked like a furuncle. The pt returned to the physician's office on 06/16/97. The physician lanced the lesion and expressed a small amount of clear/yellow fluid. A culture of the fluid was not done. The physician diagnosed a localized infection and prescribed oral keflex and topical diprolene.